Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of mersilk and perma-hand silk non-absorbable suture. ICD-10-cm diagnosis codes: postprocedural bleeding. Defined as the presence of a relevant ICD-10-cm diagnosis code (primary or secondary) for postprocedural bleeding (see appendix 1) within 7 days of index procedure. Cv procedures: 1,936, ophthalmic procedures: 4, general soft tissue approximation, procedures: 2,186, ICD-10-cm diagnosis codes: wound disruption, defined as the presence of an or ICD-10-cm diagnosis code (primary or secondary) for wound disruption (see appendix 2) within 90 days of index procedure. Cv procedures: 3,127, ophthalmic procedures: 11, general soft tissue approximation, procedures: 7,492, neurologic procedures: 393, ICD-10-cm diagnosis codes: cerebrospinal fluid (csf) leakage, defined as the presence of an ICD-10-cm diagnosis code (primary or secondary) for csf leakage (see appendix 3) within 90 days of index procedure. Neurologic procedures: 615, ICD-10-cm diagnosis codes: surgical site infection, defined as the presence of an ICD-10-cm diagnosis code (primary or secondary) for surgical site infection (see appendix 4) within 90 days of index procedure. Cv procedures: 2,983, ophthalmic procedures: 6, general soft tissue approximation, procedures: 9,244, neurologic procedures: 396.